Event description:
A customer reported that the pt's intraocular pressure (iop) was more than what was displayed on the screen (display read 30 mmhg) and "iridocele" was observed during the procedure. Add'l info was requested.

Manufacturer narrative:
The company rep examined the system and found it met product specs. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2012, did not reveal any nonconformity related to iop increased more than the iop of display (30 mmhg); the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).